Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive escape, act and up buttons due to moisture damage on the keypad traces. The insulin pump was minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the alarm did not occur right after moisture exposure. Customer stated that the button was not pressed for longer than 3 minutes. Customer was asked verbally and in written form to return the pump for analysis.